Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. Failure analysis found the primary failure of melted tip to be related to the customer reported complaint. During visual inspection the instrument was found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a broken tip. There was no reported injury.